Manufacturer narrative:
Data evaluated by manufacturer.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she was feeling ill and vomiting. Paramedics were called and patient was treated with an IV and an antiemetic to treat her vomiting. Patient¿s bg was measured at 60-70 mg/dl. Patient was transported to the hospital where she was treated with a shot of sugar. When her bg reached 125 mg/dl patient was released from the hospital.patient reports that she is unaware if cgm had alerted or not. During her hospital stay patient claims that cgm was displaying a ¿glucose reading error¿. At the time of her call to dexcom technical support, patient was feeling better.